Manufacturer narrative:
Product eval not completed at this time. (B)(4).

Event description:
Consumer complaint of blood result reading of "hi". Customer stated she was feeling fine and no medical attention is needed. Customer states her expected results is 200mg/dl. Verified states her expected results is 200mg/dl. Verified the strips expire 07/29/2017 and were first opened today. Customer confirms proper storage. Customer ran blood test, 212mg/dl-not fasting. Reviewed the meter memory: memory: hi (B)(6) 2015 07:30:00 pm, memory: hi (B)(6) 2015 12:00:00 pm; memory:hi (B)(6) 2015 11:05:00 pm, memory: hi (B)(6) 2015 02:26:00 am, memory 5:87 (B)(6) 2015 09:25:00. Results reviewed in the meter memory are fasting.

Manufacturer narrative:
(B)(4). Investigation product evaluation completed and defects found on the device. Most likely underlying root cause of malfunction: foreign material was discovered on the strip connector (blood like substance).

Event description:
Consumer complaint of blood result reading of "hi". Customer stated she was feeling fine and no medical attention is needed. Customer states her expected results is 200mg/dl. Verified the strips expire 07/29/2017 and were first opened today. Customer confirms proper storage. Customer ran blood test, 212mg/dl-not fasting. Reviewed the meter memory: (B)(6). Results reviewed in the meter memory are fasting.